Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, the nurse at the facility reported the patient had a dual lumen hickman catheter placed femorally in (B)(6) 2016, for high volume 12 hour tpn infusion. The nurse stated that the line was repaired last friday and will be removed on (B)(6) 2017. No other information was known regarding the patient and catheter.